Event description:
The facility reports the cnas were putting the resident to bed. When the resident was just over the edge of the bed, the cnas heard a loud noise, and the hanger bar, with the sling and resident in it, fell to the floor. Resident sustained a sore left forearm.